Event description:
A report was received that the patient experiences a pinching sensation while stimulation is on. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient experiences a pinching sensation while stimulation is on. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The physician did not suspect device malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient felt a pinching sensation on the right lead at the location of the lead anchor. The lead anchor was a competitor¿s device. The patient underwent a lead replacement procedure. The physician did not suspect device malfunction. The patient was doing well post-operatively. Lead sc-2366-70 sn (B)(4): the lead was cleanly cut and the distal end was not returned. X-ray inspection found no anomalies. Damage to the device is a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient experiences a pinching sensation while stimulation is on. The patient will undergo a lead revision procedure.